Event description:
The white co2 connector on blue sleeve popped out and wouldn't stay in after reinsertion. Another venapax was opened to complete the procedure. The product had patient contact but no patient harm. Manufacturer response for venapax, (brand not provided) (per site reporter). Replacement product received. Failed product returned to manufacturer for evaluation.

Event description:
The white co2 connector on blue sleeve popped out and wouldn't stay in after reinsertion. Another venapax was opened to complete the procedure. The product had patient contact but no patient harm. ====================== manufacturer response for venapax, (brand not provided) (per site reporter). ====================== replacement product received. Failed product returned to manufacturer for evaluation.